Event description:
The patient presented to the emergency room (ER) with signs of an anaphylactic allergic reaction allegedly caused by the zio xt. The patient experienced hives immediately upon application of the device. The patient reported that their symptoms progressed over time, including the appearance of hives continuing up the neck and tongue swelling. A follow-up with the patient confirmed that treatment was administered to prevent reaching an anaphylactic reaction. The patient was also advised to remove the xt device. As part of post-care, the patient was prescribed prednisone (steroids) and was advised to take allergy medicine. The patient is currently doing well.

Manufacturer narrative:
A review of this complaint found that the patient wore the device for 8 days of the 14 days prescribed. The patient had a previous history of reaction to medical adhesive. Although the patient¿s history of reaction to medical adhesive cannot be ruled out as a contributory factor, the cause of the patient¿s report cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.